Manufacturer narrative:
Device passed the self test and displacement test. No unexpected pump error alarms during testing however, the formatted history file confirmed pump error alarm, line number 6832 and file ID 603. Unable to determine the root cause per r&d. Pump error alarms are confirmed in pump history file due to a broken trace at u1 keypad assembly. No pump error alarms noted during testing.

Event description:
Customer reported via phone call that the insulin pump had multiple error alarm. Customer's blood glucose level was unknown at the time of incident. Customer stated that they were able to clear the alarm. Customer stated they are able to rewind the insulin pump. Customer stated the insulin pump was not exposed to a high magnetic field. The insulin pump will be returned for analysis.